Manufacturer narrative:
Batch review performed on 22 september 2025. Lot 2415019: (B)(4) items manufactured and released on 08-august-2024. Expiration date: 28-july-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause. Previous complaint reported: (B)(4).

Event description:
On (B)(6) 2025, the patient underwent primary surgery with a moto partial knee system. On (B)(6) 2025, a revision was performed due to an infection of unknown pathogen, and the insert was revised with one of the same size. On (B)(6) 2025, the patient presented again with signs of infection, pathogen still unknown, and underwent another washout with a same-size insert swap. The surgery was completed successfully.